Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a severely calcified lesion in the circumflex artery (cx) via femoral access. The lesion was located proximal to the cx ostium just after the left main (lm) artery in an angled curve. Vessel tortuosity was moderate, diameter was 3.0mm, and the vessel was 80% stenosed. Following viperwire placement, six low-speed treatments were performed proximal to distal and distal to proximal. The oad was then withdrawn. However, imaging showed that the crown and distal driveshaft of the oad had fractured. The fragment was in the lm. The wire was pulled back, and the driveshaft fragment remained on the wire and therefore was removed from the patient. There were no patient complications as a result of the fracture.

Manufacturer narrative:
Analysis of the device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Manufacturer narrative:
Device analysis conclusion: the oad and guide wire were returned. Visual examination confirmed the reported driveshaft fracture at the proximal side of the crown. The guidewire was returned engaged in the fractured driveshaft section. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of the fracture is undetermined. The oad functioned as intended during testing. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).